Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. Following deployment the patient developed severe abdominal pain and right groin pain. No hematoma was noted and the site was clean, dry and intact. The patient then developed low blood pressure and the pain medication which was administered was not easing the pain. The patient required a blood transfusion and was hypertensive and remained in the hospital.